Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect ca 19-9xr results for one patient compared to testing using the roche cobas e411 ca 19-9 method. Architect ca 19-9xr at the customer site: 697.50, 904.16, 827.84 and 770.25 u/ml. Roche cobas e411 ca 19-9 at another laboratory: 9.7 u/ml (reference range 0-35 u/ml). Architect ca 19-9xr at a different laboratory: 664.90 and 984.50 u/ml (reference range 0-37 u/ml). All architect results were above the normal range while the roche result was within normal range. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. However, an increase in activity was identified for falsely elevated results with reagent lot 66011m800. Labeling was reviewed and found to adequately address the issue under review. A deficiency was not identified as the statistical evaluation shows that the assay performs per specification. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. No additional issues were identified.